Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device explanted and replaced.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: broken shell and underweight. A microscopic analysis was performed which identify a sharp-edged opening assessed as unidentified tear. A dimension measurement in the shell was performed which identify the thickness within specification.

Event description:
Patient reported left side rupture. Device explanted and replaced.